Event description:
It was reported that the dosage switch was not functional. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged dso seal. The tamper seal was broken. A functional test and visual inspection were performed, and the reported issues was duplicated. Tested the rdc lemo with remote dose and found that it was not reading. The reported issue was due to an inoperable lemo connector. As a result, the lemo connector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.